Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged belied that the pump was not delivering the requested boluses. Reportedly, the customer experienced blood glucose (bg) level of 283 mg/dl. During system check with tandem technical support, the customer observed drops exit from the end of the infusion set tubing; however, during the system check, the drops stopping coming out from the end of the tubing. At the time of the call, the customer was unable to continue troubleshooting due to not having additional supplies available. Although requested, the customer declined to provide additional information.